Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect by one hour due to local time change. Customer corrected pump time to address the issue. Additionally, the customer experienced blood glucose (bg) over 600 mg/dl. The cause of the elevated bg was unknown. Customer changed pump supplies and administered manual injections to address bg.